Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a patient.method time result I-stat unk 0.12 (positive result)I-stat unk 0.08 (negative result)vista (lab) unk <0.015 all three tests run with the same patient sample. The customer states that the second I-stat result was repeated within 11 mins of the first. Based on the information available at the time, there were no injuries associated with this event.

Event description:
Na.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).